Manufacturer narrative:
Evaluation: method: foam tip plunger lot number search; cartridge lot number search; injector lot number search. Results: a foam tip plunger lot number search was performed and seven similar complaints were found. A cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and six similar complaints were found. Conclusions - based on the complaint history and lot number searches, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the trailing haptic caught and tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. Subsequently, the patient had corneal edema, which is resolving. The reporter stated it was the surgeon's opinion that the likely root cause of the iol damage was due to the foam tip plunger/override iol.